Event description:
On (B)(6) 2012, wife reported the pt received treatment at the emergency room on (B)(6) 2012. The infusion device had displayed an e7 electronic error earlier in the day, but he was able to clear the error message by following the troubleshooting steps. His blood glucose then elevated to 598 mg/dl, and he inspected the infusion device and reported the cartridge volume had not changed all day. The infusion device was in the run mode but it did not appear to be delivering insulin correctly. He attempted to bolus, and the infusion device displayed another e7 electronic error. He inserted 3 new batteries but was unable to clear the error message. He delivered a 40.0 unit insulin injection and went to the hospital around 9:15 p.m. After his blood glucose did not decrease. He received 2 IV bags of sodium chloride and a 10.0 unit insulin injection after he ate. He left the hospital around 2:00 am after his blood glucose returned to his normal range of 80-120 mg/dl. Pt started his backup infusion device when he got home and immediately noticed it was working correctly. Pt reported the IV was used as precautionary measure because the hospital believed he had delivered too much insulin. The infusion device, battery, adapter, and battery cover were replaced and requested for evaluation.